Manufacturer narrative:
(B)(4). Batch # t93x3v. The analysis results found that an er320 device was received with the trigger closed. The device was disassembled to evaluate the condition of the internal components and was noted that the silicone was missing and with the trigger bent, not allowing the trigger functioned as intended. In addition, 20 clips were found remaining inside the clip track. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that before a laparoscopic cholecystectomy, the jaws did not open when the clip was fed into the jaws outside the patient at the first firing. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.